Manufacturer narrative:
(B)(4). As the sample and lot number were unavailable for evaluation, the connection issue was found to have an undetermined cause. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The peritonitis was manifested abdominal pain. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported a patient experienced a connection issue coincident with peritoneal dialysis (pd) therapy. It was reported the transfer set became disconnected from the titanium adapter. The patient went to the pd clinic where the patient received unspecified intraperitoneal (ip) antibiotics as a preventative measure. Two days later, the patient developed peritonitis and was hospitalized the same day. The patient was treated with unknown intravenous (IV) antibiotics. The cause of the peritonitis event was reported to be the transfer set became disconnected from the (B)(4) adapter. On an unknown date, while hospitalized the patient "coded" and was placed on a ventilator. Nine days after admission the patient "coded" again and passed away. It was reported pd therapy was ongoing during hospitalization. It was reported the patient had not recovered from the peritonitis event at the time of death. The cause of death was reported as a fungal infection in the lungs; however, this was not confirmed. It was reported an autopsy was not performed. Additional information was requested but is not available. This is report 1 of 2 involved in this event.